Event description:
On 6/7/2023, it was reported by a sales representative via email that an ar-13280-35 and ar-13280-50 cancellous screw broke post-operative. This was discovered during a post-operation follow-up x-ray on (B)(6) 2023. The patient has complained of a sensation of instability but does not report a specific event or time frame in which the instability started. The implants are still in the patient, and revision surgery has not occurred yet. Additional information received on 6/8/2023: the original procedure occurred on (B)(6) 2022, and revision surgery occurred on (B)(6) 2023. Additional information received on 6/16/2023: during the revision surgery, an abs-3016 synthetic bone filler, an ar-13200st-17.5 tibial a/p sloped osteotomy plate, three ar-13370-4 osferion osteotomy wedge, an ar-13380-40 cortical screw, and an ar-13380-46 cortical screw were explanted along with the broken ar-13280-35 and ar-13280-50 cancellous screw. Both surgeries were performed at the same facility and by the same surgeon.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the x-ray submitted for evaluation, it was noted that the tibial a/p sloped osteotomy plate were in the patient. Consequently, arthrex was able to conclude a most likely cause for the complaint allegation. The most likely cause for the reported failure can be attributed to a patient-specific event.